Event description:
On (B)(6) 2024, a two-day old male, weight 2 kg, was placed on ECMO therapy with a nautilus smart oxygenator. Thirty-five minutes prior to being placed on ECMO, the patient received 50 units heparin per kg. The hemochron act-lr was greater than 400. Within 3 minutes of being placed on ECMO, adequate blood flow was not able to be achieved. The pre-membrane pressure was 380 mmhg, post-membrane pressure was 60 mmhg, and the delta p was 320 mmhg. The reporter suspected the oxygenator clotted off. The oxygenator was replaced. The patient was reported as alive with no injury.

Manufacturer narrative:
The device was returned for investigation. The decreased blood flow and increase in delta pressure could not be confirmed during device evaluation. Visual inspection of the returned device confirmed a small clot on the inlet side of the oxygenator, which suggests the clot came from an upstream source. Definitive root cause of the clot is unknown; however, the low flow and high delta pressure reported may have been due to a clot. Based on the information, the device performed as expected when introduced to clots from an upstream source. There is no device issue found in relation to this occurence,